Manufacturer narrative:
Unit received with blank display due to moisture damage on electronic assembly. No unexpected vibrating anomaly noted. Unable to verify the watchdog set test failure alarm due to blank display anomaly. Insulin pump received with minor scratched lcd window, cracked near display window corners, broken belt clip slot, cracked reservoir tube lip. Unable to perform the displacement test due to blank display anomaly.

Event description:
Customer reported via phone call to have been on vacation and went into the ocean with insulin pump. Cusotmer attempted to run a self-test and insulin pump received a watchdog set test failure alarm. Customer was not able to troubleshoot due to insulin pump vibrating. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.